Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016 it was reported that the patient was recently in the office for a pump refill which went as normal. Today, he noticed his pump alarming and it concerned him, so he contacted his physician. On interrogation and reviewing the logs, it was determined that the pump motor stalled at the time the patient heard the alarms and then recovered 20 minutes later. The patient only heard the audible alert one time and the physician stated that there was only the one record on the log. There was no event that could be tied to the motor stall; the patient did not have an MRI. The patient was sent home since the pump recovered and was running without trouble after the incident. He advised the patient to repeat his actions if he heard another alarm and then they would discuss pump replacement options for therapy consistency to avoid more device issues. Surgical intervention would be planned if the patient experienced another unexplained motor stall incident in the future. The issue was resolved; at the present time, the pump remained implanted and operable. The patient status was reported as "alive- no injury"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.